Manufacturer narrative:
Batch review performed on 24 may 2018: lot 172815: (B)(4) items manufactured and released on 26 july 2017. Expiration date: 2022-07-10. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Ten days after primary case (see MDR 2018-00336) the patient was revised because the femur was too in valgus and the patient knee was unstable. Only poly swap performed successfully.